Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the ptfe pad was worn and partially separated. Both the probe tip and the grasping section had contact marks with each other. The probe was not broken. When we closed the grasping section and activated seal mode, short circuit error was reproduced. The manufacturing history was reviewed, with no irregularities noted. This type of the errors and the ptfe pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was damaged when the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). Based on the past similar cases, it was known that the errors and contact marks occurred when the user kept activating output of the device with the worn pad, which caused contacting between the probe and the non-insulated area of grasping section. The instruction manual of the device already cautions; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a laparoscopic hepatectomy, the subject device was used. After two hours of use, seal & cut short circuit error and probe damage error occurred. The procedure was completed with another thunderbeat. There was no patient injury reported. As a result of evaluation of omsc on march 7, 2016, omsc confirmed that the ptfe pad was partially separated.